Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code:(B)(6). Event site telephone: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after 4 hours of intra-aortic balloon (iab) therapy, blood was seen inside the iab. It was also noted that the console generated an autofill failure alarm. The iab was removed. The patient's vital signs were stable and no abnormalities were observed for 24 hours so a new iab was not inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. A kink was observed on the inner lumen within the membrane approximately 16.3cm from iab tip. Additionally visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 24.1cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problems. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a